Manufacturer narrative:
Product complaint # pc(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had an asr xl implanted about 10 years earlier and has been monitoring cobalt serum levels. Her level was elevated and elected to have them removed. They were removed without complications and there was no evidence of metallosis or pseudo tumors. New multihole cup was implanted with poly liner and new femoral head. Hip was stable through full range of motion. Doi: 10 years; dor: (B)(6) 2018; right hip.